Event description:
It was reported that prior to a procedure the controller would power on, but not activate the lopro turbovac a1336-01 wand. This resulted in the procedure being done with a shaver instead of an arthrocare wand. No pt complications or delays were reported as a result of this event.

Manufacturer narrative:
No pt identifier, age, weight or gender were provided.